Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was hospitalized due to abdominal pain and treated with vancomycin injection (500mg, alternate day, intraperitoneal, ongoing) and fortum injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Two days after the event onset, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.